Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for the evaluation with lot number 2006339664. The sample analysis cannot be performed, due to its nature, as the sample was already handled by the user. Therefore, it is not possible to confirm the reported condition. The manufacturing process was reviewed by the multifunctional team. The process is running according to product specifications and meeting all quality acceptance criteria. The machine maintenance for catheter-adapter assembly (caf) were verified and found with up-to-date corrective and preventive maintenance as scheduled. The reported issue was evaluated against the approved occurrence score in the product and process. A corrective action is not applicable at this time. However, as a precautionary measure, the inspection level for the pull test was increased. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley disconnected with the seal intact. This happened in the cardio ICU. Situations that cause the disconnection include any patient movement in the bed or around the unit, the team used to use clamps to disconnect the foley after removing the seal which was very difficult but now the foley will disconnect without even removing the tamper evident seal.